Event description:
A customer reported to baxter product surveillance of a vented spike adapter in which the spike adapter separated from an owens saline bag and an unknown secondary set. This condition occurred during priming. There was no patient involvement or medical intervention necessary for this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer returned an actual sample for an evaluation. A visual inspection was performed on the sample and it was noted that connection-disconnection was confirmed in the sample since there was a separation from the spike adapter. The cause of this reported condition is due to human error during the manufacturing process. The batch review was performed and no deviations were found during the manufacturing of this product. This product is a 510k exempt device.